Manufacturer narrative:
The vessel sealer extend instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided this complaint is being reported during the following conclusion: the endowrist one vessel sealer instrument was unable to seal and any of the following occurred: the system did not generate any error code(s) prior to the attempt to seal or during the attempt to seal (i.e. Blade exposed). Audible beeps from the iesu confirmed that the seal was complete.

Event description:
It was reported during a da vinci-assisted procedure the vessel sealer (vs) instrument did not seal tissue effectively. Intuitive followed-up with a hospital employee and confirmed that the or staff heard audible tones during the sealing the cycle, but did not observe any tissue effect. The site completed the procedure with a back-up instrument and there was no reported patient injury nor harm.